Manufacturer narrative:
Relevant alarms were observed near the time of the event. Sample foam detection, cleancell short, and preclean short alarms occurred. These are consistent with poor pre-analytical handling. The centrifuge time may be too short and the speed too high per the tube manufacturer¿s recommended guidelines. Per product labeling, "repeatedly reactive samples must be confirmed according to supplementary algorithms. The subresults for either hivagb or ahivb can be used as an aid in the selection of the confirmation algorithm for reactive samples." The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas e 801 analytical unit serial numbers are (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable reactive elecsys hiv duo results from two cobas e 801 analytical units for 4 patients. Patient 1's initial result was 1.17 coi (reactive). Patient 2's initial result was 1.62 coi (reactive). Patient 3's initial result was 3.38 coi (reactive). Patient 4's initial result on (B)(6) 2026 was 1.86 coi (reactive). An aliquot from the initial sample was repeated on (B)(6) 2026, and received another reactive result. The sample was then run on their bio-rad geenius instrument and produced a negative result. Confirmatory testing was done using the bio-rad geenius method and western blot method, both of which generated negative results for patients 1, 2, and 3. It was not provided which results were from which e 801 instrument.